Manufacturer narrative:
Pump received with broken reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by the medtronic indicated that the top part of the reservoir compartment was broken. Customer stated that the bits of plastic on the reservoir lip ring has broken off. Customer reported that the reservoir was able to lock in place. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.